Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported via webform with use of the adc device. The customer received unspecified high sensor scan results and as a result, experienced symptoms of hypoglycemia. Customer required third-party intervention by a relative, neighbor, friend who provided fruit juice, sugar or food as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.